Event description:
Philips received a complaint on the mrx indicating that the shock was not delivered. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to a faulty therapy pca and therapy port. The reported problem was confirmed. The therapy pca and therapy port were replaced and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.